Manufacturer narrative:
Unit alarmed button error followed by unresponsive esc buttons due to corroded keypad traces. Unable to perform prime and system sensor test due to keypad anomaly. Unit received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 340 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.